Event description:
It was reported that this pacemaker could not be interrogated in clinic. Technical services (ts) reviewed device remote monitoring data and found that this device was operating in safety mode. This device was explanted and replaced with a new pacemaker. No additional adverse patient effects were reported. As of today, this product has not been returned to boston scientific for further investigation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode and that critical therapy was not available. The device battery was analyzed and found a depleted cell with no evidence of a battery-related cause.

Event description:
It was reported that this pacemaker could not be interrogated in clinic. Technical services (ts) reviewed device remote monitoring data and found that this device was operating in safety mode. This device was explanted and replaced with a new pacemaker. No additional adverse patient effects were reported. As of today, this product has not been returned to boston scientific for further investigation. Later, this product was received by boston scientific and full investigation was conducted.